Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient got hospitalized on (B)(6) 2025 since insulin flow block which led to high blood glucose level. The patient's highest blood glucose level was 21 mmol/l. Due to high blood glucose level patient experienced peeing every 30mins, thirsty, dehydrated, dizzy, hot flushes, tired. The patient got tested for ketones and found high levels 6 mmol/l. During hospitalization, the patient received potassium and insulin from pump. The patient was released from the hospital after spending 2 days and 1 night. No additional information available.